Manufacturer narrative:
(B)(6). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that the bd insyte" autoguard" bc shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: material no.: 382633, batch no.: 1022330. Admitting patient and inserting IV for procedure and IV fluids. When engaging the safety mechanism retractor the needle did not retract. After inserting the piv in the patients arm successfully, the safety mechanism failed to retract allowing the needle to remain within the catheter and when pulled away from catheter it was open to air. This allowed possible accidental sticks with the used needle by staff or patient. Luckily rn noticed malfunction and safety disposed of needle without harm to patient or staff.